Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvt4b11, (imp,tsv,4.1,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was observed severely damaged around the exterior threads, likely due to the removal process, and was seen fractured at the collar region. Additionally, a fractured screw fragment was noticed stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1253797. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253797 for similar events and no other complaint was identified. Review completed utilizing keywords: damaged drive feature and fracture implant. The customer did not submit images for the reported events. Based on the investigation and risk management file reviews, the most likely root causes determined from the investigation are parafunctional habits/patient factors, and incorrect techniques used - customer error. Therefore, based on the available information, a device malfunction did occur. The reported events were confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant stripped and broke. Tooth number 19. The implant was removed.

Manufacturer narrative:
Zimvie complaint (B)(4).